Manufacturer narrative:
This incident meets the criteria of an FDA MDR report based on the reporting precedence established for this product family for proximal needle breakages; regardless of patient outcome. The complaint information provided was as follows: "the needle is broken and damaged the operating channel of the endoscope. Additional information was provided as follows "at the third pass the nurse was wrong putting the stylet back into the needle and pierced the sheath." Clarification of the complaint description was requested and it was confirmed that the complaint issue occurred outside the patient. The nurse pushed the stylet in the needle and it went out through the sheath. It is possible that the needle had already been broken. There were no echo-19 (echo) devices of lot number c980045 in stock at the time of the complaint investigation. One echo-19 device of lot number c980045 was returned for evaluation. The device was returned in its original packaging and opened. This echo device was returned with the stylet fully removed from the device. There was a severe kink visible below sheath extender when the sheath extender was positioned at reference mark 2.5. The sheath was torn approx. 1 cm below the sheath extender where the needle had broken. The sheath had not completely separated from the device at the breakage point and the broken needle was still within the torn sheath. The needle of the device slightly exposed from the sheath on return, approx. 0.5 cm. The needle tip was examined under the microscope and it was confirmed to be bent. No part of the device was confirmed to be missing. The customer complaint was confirmed as the proximal end of the needle was broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in a breakage. When the nurse attempted to insert the stylet the stylet most likely tore the sheath at the breakage point. The relevant personnel have been informed of this complaint issue. It is possible that the needle tip could have been damaged on return of the device as it was returned exposed from the sheath. It is also possible that it was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not in place during advancement of the needle, or during sample retrieval. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. The notes section of the instructions for use ifu0101-0 instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It was confirmed that the patient did not experience any adverse effects due to this occurrence. The relevant personnel have been informed of the report that the operating channel of the endoscope was damaged during this complaint event. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial complaint description was received as follows: "the needle is broken and damaged the operating channel of the endoscope.' Additional information was provided as follows 'at the third passing the nurse was wrong putting the stylet back into the needle and pierced the sheath." Clarification of the complaint description was requested and it was confirmed that the complaint issue occurred outside the patient. The nurse pushed the stylet in the needle and it went out through the sheath. It is possible that the needle had already been broken. No adverse effects to the patient have been reported as occurring.